Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that customer received emergency medical services for low blood glucose on (B)(6) 2020. Blood glucose reading was 52 mg/dl. The customer stated they had symptoms such as nausea, headache, burning sensation in eyes and redness on eyelids. The customer also reporting high blood glucose of 497 mg/dl. The customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of incident. The insulin pump will be returned for analysis.